Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint of a part of the device breaking off was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found it is severely worn and separated from the jaw which is exposing metal. A portion of the teflon pad was detached and is missing; missing piece is not returned for evaluation. The distal end of the device was inspected under a microscope and no visual indication of damage to the probe unit. Additionally both the probe tip and jaw tip were examined under a microscope, there are no indications of broken tips on this device. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. No additional testing was performed as the teflon pad is damaged. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a cholecystectomy laparoscopy procedure, a part of the device tip broke off and fell into the patient. The broken piece was retrieved from the patient body. The procedure was completed with a new similar device without any delay. There is no harm or adverse impact to the patient. The patient was given general anesthesia for this procedure. No other devices were associated with this device in this event. Upon evaluation of the device, it was observed that the device teflon pad was detached with a piece missing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off because the pad added pulling load. The following information is included in the instructions for use (IFU): "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device.